Manufacturer narrative:
If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). This complaint is related to emdr #1828100-2016-00530. The reported complaint was confirmed. Per the fsr: the batteries in the aps1 is of the same type and manufacturer, but they did not come from manufacturers stock. The user facility¿s biomedical engineer (biomed) has taken responsibility for their periodic maintenance for the past 12 years after their warranty expired after first being installed back in 2003. A tag on each of the batteries shows a 2012 date. The fsr suspects the batteries are four years old and have lost their ability to carry a ¿load¿ when needed. Per follow-up email with fsr on 14-jul-2016: the aps1's front panel indicator light was solid red upon boot-up. The voltage for the batteries, was almost zero at 4.6 volts direct current (vdc). The battery capacity in the service menu showed 0.0 amp hours (ah). The batteries were dead and could not be charged. The fsr installed new batteries and reset battery gauge to full in the service menu, which resolved the problem. The fsr completed the loading of the new software for aps1 knowing the front indicator light was a steady red, and he would check that out next. All updates and repairs and testing was successfully completed. The unit operated to manufacturer specifications and was returned to clinical use. The suspect batteries were returned to the manufacturer for further evaluation. During the laboratory evaluation, the reported issue was corroborated. Both batteries were received in severely depleted condition, indicating that internal degradation has occurred. No attempt to recharge the batteries was made. The fsr noted that the customer is aware that the batteries need to be replaced every two years. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during the notice of field correction (nfc), the system-1 (aps1) failed and went dead when the field service representative (fsr) pulled the power cord from the wall outlet. This is a back-up unit. There was no patient involvement.